Event description:
It was reported to medtronic minimed that the customer reported insulin pump had a cosmetic damage. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was and performed found damage to the keypad. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1812 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with missing segment due to cracked and bleeding lcd glass. Unable to perform lock a test p-cap into the reservoir compartment due to dent reservoir tube. The following were noted during visual inspection: cracked glass lcd glass and dented reservoir tube. Pump was cut open to perform visual inspection and found no moisture damage on the pump. Confirmed cracked/bleeding lcd glass. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.